Event description:
Too much fluid was pulled off the patient. It exceeded the total set to be extracted. It was set to pull off 300cc, but it actually removed 800cc. Indicated blood flow was set to 100ml per minute. Dialysate was 2000ml per hour, it should have removed 300ml per hour from the patient. When the nurse looked at the total removed from the patient after 1 hour, it read 800ml. During therapy, an error messages were noted by the rn. The rn called gambro clinical support for assistance and was told to clear the alarm(s) enabling the nurse to proceed. The manufacturer's local field service rep was called out to evaluate the unit, but was unable to find anything wrong with the unit.